Manufacturer narrative:
The device was returned with no telemetry and a memory download could not be performed. Extensive testing found no abnormalities consistent with the issues as described in the advisory. The device casing was removed and an external power source was connected. Diagnostic testing of the device was normal. Additionally, the device was put through and passed minute ventilation testing. The no telemetry condition and the inability to obtain a memory download upon receipt of the device was attributed to a normally depleted battery.

Event description:
Guidant (now boston scientific) received information in (B)(6) 2000 that the minute ventilation feature of this pacemaker exhibited an inappropriate response at the current programming. Reportedly, the device had been sutured down in the pocket; reprogramming changes were made to decrease the response factor. New information received in 2006, reported the device has been programmed in a ddd mode since 2001, after the episode, and the patient was feeling well. Subsequently, the patient inquired why her original event was not reported to the FDA, and was upset that she was not notified of the advisory status. New information received one year later, reported this device was part of legal action and was malfunctioning in accordance with the advisory. The device was not returned for analysis. Initially, the patient concerns were discussed and a follow-up was scheduled for two weeks later in-clinic. On (B)(6) 2005, guidant issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before (B)(6) 2000. This device was manufactured before (B)(6)2000, and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory. Subsequently, boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2011.